Manufacturer narrative:
Additional information was received on 11/12/2019. The device was explanted and bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed. The device was not ruptured as previously thought, rather the patient had baker grade iii capsular contracture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Is product problem: uncheck. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 200cc mentor memorygel breast implant, catalog #3502001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with a 200cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, an explant is planned for (B)(6) 2019.